Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low and high blood glucose levels. The customer also reported that she was in a car accident due to low blood glucose levels. The customer's low blood glucose level was 32 mg/dl, and her high blood glucose level was 600 mg/dl. The customer treated with food. The customer was advised to speak with her doctor and monitor the device. Nothing was replaced or returned.